Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield skull clamp was returned for evaluation: device history record (DHR) - no abnormalities related to the reported failure. The reported complaint was confirmed from the evaluation of the returned product. The functional testing found that the lock of the device has movement. This is consistent with wear and tear of the parts with usage over time / improper maintenance of the device. General cleaning and maintenance required at this time. The observed condition is likely caused by wear and tear over time. The definite root cause cannot be reliably determined.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00582.

Event description:
1 of 2 reports. A customer reported there was movement on the a2000 mayfield 2000 skull clamp when secured to the patient's head. There was no known patient injury or surgery delay.